Manufacturer narrative:
Date of implant, corrected data: the initial manufacturer report inadvertently provided the wrong implant date.

Event description:
Additional information was received indicating that the vns patient¿s device was tested during re-implant surgery and diagnostic results showed normal device function. The patient did not have a history of cardiac events or pre-existing medical conditions. The patient experienced post-operative bradycardia and tachycardia the same day as the procedure. The patient¿s device was subsequently disabled and the reason for the disablement was not to preclude a serious injury. The patient¿s device was programmed back on during an office visit on (B)(6) 2014. The arrhythmia was diagnosed through holter monitoring. The physician did not attribute the event to vns stimulation, but was unsure if the vns may have contributed to the event. The patient did not present with any symptoms, traumatic events, or triggers prior to the event. No changes to medications were made following the event.

Event description:
Clinic notes received indicated that the physician attributed bradycardia with high vns settings. It was stated that the post-operative bradycardia was resolved and that the last big seizures occurred in (B)(6) 2014 when the vns was off. The notes stated that the patient cannot tolerate high vns doses due to dysphagia and bradycardia. No additional, relevant information was received to date.

Event description:
It was reported that the recently implanted vns patient was hospitalized for four days following generator replacement surgery due to a low heart rate and difficulty swallowing. The physician did not attribute either event to vns and plans to have the patient evaluated by a cardiologist. During the replacement surgery, the patient¿s device was programmed back to the original settings. That same afternoon, the patient experienced several episodes of stridor after waking up from the anesthesia. The stridor occurred when the vns device was on and off when the magnet was used to temporarily disable the device. When a magnet swipe was applied, the patient did not experience any stridor. The magnet did activate the generator as confirmed by interrogating the device afterwards and seeing the magnet swipe count increase by 1. The physician did not believe the event was caused by vns and the patient was admitted overnight to ensure she was not having any difficulty breathing prior to being discharged. Additional information received revealed that the bradycardia was occurring with and without stimulation. Follow-up revealed that the physician attributed the cardiac event to either surgery or some underlying cardiac issue. Attempts for additional relevant information have been unsuccessful to date.